Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that there was a crack in the scope. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that the type of procedure/therapy involved during the event was microendoscopic laminectomy (mel). The level was l4/5.

Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. H3: product analysis - product: 9560100, lotno:1807476. During the incoming inspection, scratches on the outer tube and cloudiness in the image were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.